Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2006 the lay pt contacted lifesan (lfs) alleging that her one touch ultra meter was reading inaccurately erratic. The medical affairs specialist (mas) sent a letter to the patient because she could not be contacted by phone. The mas listened to the recorded call to lfs to obtain additional information included blwo: the pt takes 20 units of humulin insulin each morning. She said she has obtained a reding of 200 on the reported meter and 30 minutes later, she has obtained a reding of 100. A valid comparison of results cannot be made in terms of precision since the readings were obtained >20 minutes apart. She did not provide the date she obtained the readings. She said she went to the hospital two weeks ago. She said she had been getting "high readings". She did not provide the date and time of the readings. She said she felt woozy and passed out. She said her blood sugar was low, but she didn't know the reading obtained by the paramedics. Paramedics put something in her mouth; she didn't know the specific treatment received. She didn't know readings obtained at the hospital and didn't know if she received treatment. The customer care advocate (cca) confirmed that the pt followed correct testing technique. A control solution test was not performed because the patient did not have control solution. The meter, test strips, and control solution were replaced. The complaint is reported based on the information provided that the pt was obtaining high readings prior to passing out and obtaining an unspecified low blood glucose reading by paramedics.